Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge intermittently displayed multiple, inaccurate fill estimates when the insulin gauge reached 150 units, then the gauge displays zero. Reportedly, the cartridges were filled with 300 units of insulin. The customer's blood glucose level was 200 mg/dl. Reportedly, after the cartridges were reloaded, the insulin gauge updated to an accurate fill estimate.